Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review, the pacemaker exhibited automatic mode switch due to oversensing external electromagnetic interference signals. Reprogramming changes were discussed. The patient was asymptomatic.

Manufacturer narrative:
Concomitant medical products: tendril sts, isoflex optim lead.

Event description:
Related manufacturer reference number: 2017865-2019-14284, 2017865-2019-14285. New information received noted that the right atrial and right ventricular leads exhibited noise reversion episodes. The episodes were reproducible when the patient hugged herself. The device was reprogrammed and the device could no longer see noise. The patient was stable.